Manufacturer narrative:
There was no button error alarm during testing. The unit had an unresponsive bolus express, esc, and act buttons due to a corroded keypad. The unit had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, and a stained end cap sticker. (B)(4)

Event description:
The customer called in to report a button error alarm during a bolus and an unresponsive keypad. The customer's blood glucose level was 190 mg/dl. The customer was advised that the device would be replaced, and agreed to return the product for analysis.